Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was returned in the box and no anomalies were noted upon visual inspection. Device interrogation confirmed the long charge time and noted that the device recorded a below zero temperature. Manual capacitor reformations were performed during laboratory analysis and noted a charge time of 11.2 seconds and 10 seconds with the device at room temperature. Laboratory analysis noted that it is known that charge times will be longer than normal if the device is cold and that it appeared the device was still recovering to room temperature when the capform was performed and the long charge time was recorded.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an extended charge time of 12.5 seconds prior to implant while still in the box. Boston scientific technical services (ts) asked if the device was cold due to being exposed to cold temperature and it was noted that it was not cold. Ts discussed the maximum charge time for the device is 12 seconds and requested the device be returned. The device was not used for implant and there was no patient involvement.